Event description:
During testing at the user facility, the device touchscreen was found to be out of calibration. The device was returned to the biomedical department for a report of damage to the touchscreen. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.